Manufacturer narrative:
Citation: miyasaka m et al. Investigation of computed-tomography based predictors of acute stroke related to transcatheter aortic valve replacement: aortic wall plaque thickness might be a predictive parameter of stroke. J invasive cardiol. On 2020 feb;32(2):e18-e26. Doi: not available ¿ literature pdf attached. Earliest date of publish used for event date. (Month and year valid). No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding whether anatomical features of the aortic valve and aorta visualized by contrast-enhanced computed tomography were predictive of peri-procedural ischemic stroke related to transcatheter aortic valve replacement (tavr). All data were retrospectively collected from a single center between april 2012 and december 2016. The study population included 130 patients and was predominantly male with a mean age of 85 years and a mean weight of 68 kg. Of those, 20 were implanted with medtronic corevalve or evolut r transcatheter valves. No serial numbers were provided. Among all patients, 5 in-hospital deaths occurred, and an additional 7 patients died within 30 days after tavr. No further details were provided. Based on the available information, medtronic product was not directly associated with the deaths. Among all patients, 26 cases of ischemic stroke (acute cerebrovascular infarction) within 48 hours after tavr were observed. The physician/author stated that the diagnosis of stroke was confirmed by an experienced neurologist in all cases. Additional adverse events that were reported in the article: permanent pacemaker implantation, second valve implanted for an unknown reason, acute coronary obstruction, and moderate-severe paravalvular aortic regurgitation. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.